Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised due to infection.